Event description:
Additional information received indicated that after the suggested reprogramming changes were made, the t-wave oversensing persisted. The device was reprogrammed and the oversensing was resolved. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Upon interrogation, an episode of post pace t-wave oversensing was observed, resulting in non-sustained right ventricular oversensing. The device was reprogrammed to resolve the issue. The patient is stable.